Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited loss of capture. The patient will further be monitored. There were no patient consequences.